Event description:
The customer reported to baxter (B)(4) regarding 1 unit of interlink t-connector extension set/micro-bore in which the extension set cracked and leaked, then the intravenous (IV) clotted. The condition occurred in the pediatric department and occurred during use, therefore there was patient involvement. There was no patient injury or medical intervention required. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually and functionally tested and the reported condition was confirmed. The sample was received in its blister, blood contaminated, and connected to additional clearlink. During visual inspection the tubing was observed to be cut. Unit failed to the pressure test, and to the functional test. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.